Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that white residue was noted on the handle of the farawave catheter when taken out of the sterile packaging. Procedure completed successfully, device used without issue. No patient complications occurred. The device is not expected to return as it was disposed.